Event description:
The pt reported he is not receiving adequate stimulation. The pt also reported pain/discomfort at his scs ipg pocket and scs lead sites due to shallow scs ipg and scs lead placement. The pt stated he would consult with his physician on the issue. Follow-up is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.